Event description:
A 32-yr-old male was brought to a univ hosp with chest pains. Cardiac arrest ensued after half an hour. The autopsy showed that one of the two discs was intact. The other one was broken into halves, of which one was found in the aorta close to the heart and the other one down in the left aorta femoralis. On the seat were some small damages. The valve (nr27) had been implanted in 1983. At the hosp, so far 308 of these valves have been used between 10/83 and 5/88. This accident was the first one known in this country though there has been world-wide 12 accidents reported until the valve was stopped by the MFR.